Event description:
It was reported from australia that during a rotator cuff repair procedure, it was discovered that the 4.5 ng healix cortical awl/tap device was wobbly. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d4, h4, UDI: the lot number was unknown; therefore, the device manufacture date and expiration date are currently unavailable. Therefore, the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the product has not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that 4.5 ng healix cortical awl/tap was sitting on the loan tray. No observations pertaining to the nature of the reported event could be identified. No anomalies could be observed on the device. The overall complaint was unconfirmed as the observed condition of the 4.5 ng healix cortical awl/tap would not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device, product interaction during procedure or hard use of the device multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. As per IFU, inspect for damage prior to use. Replace a damaged, worn, or bent instrument. Do not attempt to straighten, sharpen, or repair, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.